Event description:
It was reported the recharge burden had increased. A replacement charging sys was issued to the pt; however, the pt reported her ipg was still not functioning as intended. F/u info revealed the pt had been involved in a physical altercation and suffered a fall. The pt also reported feeling overstimulation. The pt is being referred for a CT scan and is currently working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.